Event description:
The pt had multiple procedures with multiple screws placed. The last screw placed was to fuse the distal phalanx and the proximal phalanx (the pip joint) of the first ray. The screw entered at the tip of the toe. The surgeon stated that he predrilled the hole and the guide wire was not bent. While placing the screw the head snapped off. Dr. Stated he felt no resistance while placing the screw. They took a fluoroscan and noted that the smooth shaft of the screw was bent and that the head of the screw had broken off right under the head. The screw advanced to a point where the threaded part of the screw is crossing the joint space they were trying to fuse and therefore is slightly distracting the joint. The screw was removed 6 days later in 2004.